Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated type of investigation h6: updated investigation conclusions . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure (1): repair of recurrent umbilical hernia (incisional) with excision of umbilical skin. Implant: prolene® mesh. Implant date: (B)(6) 2005 (hospitalization [admission/discharge dates not indicated]) (B)(6) 2005 : (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent umbilical hernia (incisional) with compromised umbilical skin. Postoperative diagnosis: recurrent umbilical hernia (incisional) with compromised umbilical skin. Procedure performed: repair of recurrent umbilical hernia (incisional) with excision of umbilical skin. Surgeon: (B)(6) , md. Anesthesiologist: general endotracheal by (B)(6) md. Estimated blood loss: minimal. History: the patient is a (B)(6) year-old white female referred by dr. (B)(6) with a recurrent hernia at the umbilicus. This was bothering her. She had had previous repair in the past. After informed consent, it was felt that she would benefit from repair of the hernia with excision of the umbilical skin since it would likely be further compromised with surgical repair. After informed consent, she was taken to the operating room. Description of procedure: after the induction of adequate general endotracheal anesthesia, the patient's abdomen was prepped and draped in the usual sterile fashion. She had received prophylactic antibiotics. An elliptical incision as then drawn out, and the area anesthetized. Umbilical skin was excised. The underlying hernia sac was excised because of its chronic nature. There was some omentum incarcerated within it, and this was freed up and reduced. Hernia was then closed transversely with interrupted. #1 pds figure of eight sutures. The fascia repair was then reinforced with a piece of mash being sutured in a 360-degree fashion, the healthy fascia well away from the incisional repair. The mesh was sutured in place with a running 2-0 prolene stitch. The wound was then irrigated. The fascia was anesthetized with local anesthetic. The deep and superficial subcutaneous tissues were closed in layers in layers with a 3.0 vicryl. Skin was closed with 4-0 subcuticular vicryl. Steri-strips and mastisol were applied as were dry dressings. The patient was awakened, extubated, and taken to the recovery room in stable condition. All counts were correct. There were no complications. Estimated blood loss minimal . (B)(6) 2005: (B)(6) hospital. Implant sticker. Prolene® mesh. Size: [illegible]. Ethicon. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Progress notes. Preoperative diagnosis: recurrent umbilical hernia (incisional). Postoperative diagnosis: same. Procedure: repair of recurrent umbilical hernia with mesh, excision of umbilicus. Surgeon/ assistant: (B)(6). Anesthesia: general endotracheal ¿ [illegible]. Estimated blood loss: min. Specimens removed: skin, sac. Condition of patient: good. (B)(6) 2005 (B)(6) hospital. (B)(6) md. Pathology report. Accession#: sp-05-3130. (B)(6). Clinical information: recurrent umbilical hernia. Gross examination: part I: umbilicus and skin: the specimen consists of a 6.5 x 4.5 x 1.5 cm skin elipse with umbilicus. It consists of a deep outpouching with no skin lesion. Part ii: hernia sac ¿ the specimen consists of a 7 x 6.5 x 1 cm saccular piece of red-brown fibromembranous and fatty tissue with a smooth lining. Microscopic examination: sections show fibrosis and mild chronic inflammation surrounding umbilical skin. Hernia sac tissue shows focal mesthelial linings, surrounding fibrosis and chronic inflammation. Diagnosis: I) umbilicus and skin, excision fibrosis and chronic inflammation. Ii) hernia sac, excision hernia sac tissue with fibrosis and chronic inflammation . Explant procedure (1): laparotomy, lysis of adhesions, repair of ventral hernia, segmental resection of small bowel explant date: (B)(6) 2008 (hospitalization [admission/discharge dates not indicated]) (B)(6) 2008 (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: acute abdominal pain. Incarcerated ventral hernia and bowel obstruction. Postoperative diagnosis: ventral hernia, abdominal wall with adhesions and rectus type of entrapment of the bowel wall and a small bowel obstruction with some peritonitis. Procedure performed. Surgeon: (B)(6) md. Anesthesia: general. Findings: the patient had an old operation scar of umbilical hernia repair. Herniated bowel is seen in the vicinity of this operation scar on the CT scan. In the same area there was entrapment of a loop of the small bowel with partial entrapment of the circumference of the bowel in the small defect. There was what seemed to be erosion on the bowel wall into the patch with early semi purulent type of drainage at the interspace between the patch and the entrapped bowel. Procedure: after satisfactory administration of general anesthesia, foley catheter was introduced into the urinary bladder, the abdomen was prepped with betadine scrub solution and appropriately draped. Palpation of the midline of the abdomen was done. It was quite difficult to tell where the herniation was because it was not palpated. So CT scan was brought in on the computer screen in the operating room and what was thought to be a ventral hernia was visualized and indicated the coordinates corresponding to old the operation scar and probably old umbilical area. The skin incision was planned vertically in the midline, marcaine injected, skin incised. The subcutaneous tissue was teased away, dissection taken down to what was thought to be the fascia but no herniation was found. Then the skin incision was extended further towards the epigastrium. The subcutaneous tissue was incised. Subsequently, what was thought to be linea alba was reached. The lines alba was incised. There was a very thick layer of the preperitoneal fatty tissue and peritoneum, which was subsequently incised, the patient's abdominal cavity entered. With a finger in the peritoneal cavity, slowly the incision was extended towards the symphysis pubis. In the area of what seemed to be old scar of the umbilicus, was a hard mass formation. Bowel was identified on one side of the incision. Using a scalpel, slowly dissection progressed. Once I was up to the periphery of what seemed to be the old kugel hernia patch, there was sort of semi-purulent tardive fluid came out. This may have been a purulent fluid. It did not look like it was actually from the bowel. Dissection slowly progressed distally, beyond what was thought to be umbilicus and the linea alba incised. It seemed that there was intense derma scar formation secondary to inflammatory reaction. Facial integrity had been entered and slowly dissection progressed towards the umbilicus. Incision was made over where the umbilicus should be and il seemed that there was a smooth lining, maybe the sac of the hernia but that actually turned out, to be a pseudocapsule of the 2 layers of the probable kugel hernia patch. After incising the layers there seemed to be cloudy fluid present in between and it seemed there was small bowel attached and it was partially eroding into the small bowel. Subsequently, dissection progressed and the entrapped loop of bowel was separated. Entry was made into the bowel and obstructed type of fluid did drain out. This was suctioned very well with the suction cannula in the small bowel opening. Both the proximal and distal aspiration of fluid was done to this area of perforation. Subsequently, as the dissection progressed, this loop of the bowel, which was attached to the patch, was completely separated. Enterotomy closed with noncrushing clamps. What seemed to be doubled hernia patch was removed as best as possible. Then the enterotomy opened, poole suction introduced proximally and obstructive fluid was completely suctioned out. Then through the enterotomies, 2 sides of the gia stapler device introduced and a side-to-aide anastomosis was achieved. Subsequently, enterotomies were excised with the application of ta60. There was excellent bleeding after firing the clasp over the intestine and approximating this. , the patch was completely removed. Thorough irrigation of all quadrants of the abdomen was done with copious amounts of saline. There was cloudy fluid present in the pelvis. This was thoroughly suctioned out. The right ovary was the size of a marble, pretty hard in consistency. The left ovary was around what was felt to be 3 centimeters in diameter. Thorough irrigation was done several times. Subsequently, a shallow drain was introduced, placed near the pelvis. Both upper quadrants also thoroughly flushed out. Staple line reinforced in the __ [sic] with #3 0 silk suture as well as one other staple line was reinforced. The wound was approximated with #2 pds, 2 strands double-looped and also #1 ethibond. On-q system catheter introduced and the catheter was introduced. The patient overall tolerated the procedure quite well. Estimated blood loss: 50 milliliters. Condition: stable. Plan: transfer the patient to the intensive care unit. (B)(6) 2008 (B)(6). Progress notes. Preoperative diagnosis: acute abdominal pain, small bowel obstruction, incarcerated ventral abdominal hernia. Postoperative diagnosis: small bowel obstruction with erosion of small bowel segment richter type hernia. Procedure performed: laparotomy, lysis of adhesions, repair of ventral hernia, segmental resection of small bowel. Findings: richter type pf herniation of small bowel through defect, erosion of small bowel at the hernia patch, dense adhesions. Cloudy semi purulent type fluid in peritoneal cavity, in pelvis. Enlarged rt ovary and lt ovary. Surgeon/ assistants: dr. (B)(6). Anesthesia: general. Estimated blood loss: approx. 25-50 ml. Drains: blake drain. Specimens removed: resected segment of small bowel. Complications: none. Condition of patient: stable. (B)(6) 2008: (B)(6) hospital. Nurse notes. Operative record. Case type: emergency. Wound classification: clean/ contaminated. (B)(6) 2008: (B)(6) md. Pathology report. Accession#: sp-08-06127. Clinical information: ventral hernia with small bowel obstruction and edematous ischemic bowel. Gross examination: I) piece of hernia mesh: the specimen consists of a 6 x 2.5 x 1.8 cm piece of tan mesh surrounded by dense white fibrous tissue covered with areas of exudate. Also present is mesh and additional discolored fibrous tissue aggregating 4 x2.5 x 0.5 cm. Ii) small bowel segment: the specimen consist of a 6-cm in length by 5 cm in circumference segment of pink-tan granular mucosa with one open and one stapled end. Near the open end is a 3-cm in diameter pocket surrounded by yellow adipose tissue. The serosa is dull with a few adhesions. Microscopic examination: specimen I is dense fibrous tissue with overlying ulceration and granulation tissue. Specimen ii is small bowel with peritonitis, a large focus of ulceration, transmural acute inflammation and granulation tissue formation. No neoplastic changes are seen. Diagnosis: I) piece of hernia mesh (excision): mesh and dense fibrous tissue with ulceration and exudate. Ii) small bowel segment (resection): acute peritonitis, focal transmural acute inflammation and mucosal ulceration . Relevant medical information: (B)(6) 2008: (B)(6) progress notes. Pain tolerable. Wound excellent. Jp drainage minimal, drain removed. Abdomen soft, bowel sounds present. Plan ambulation. Dulcolax suppository today. Wbc 13.4. Plan ambulation . (B)(6) 2008: (B)(6)hospital. Brian elliott haley, md. Operative report. Preoperative diagnoses: persistent complex ovarian mass. Declines future fertility. Severe dysmenorrhea, failed medical therapy. Recurrent ventral hernia. Postoperative diagnoses: persistent complex ovarian mass. Declines future fertility. Severe dysmenorrhea, failed medical therapy. Recurrent ventral hernia. Adhesions, pelvic in nature, small to large intestine, bilateral ovaries, uterus, and posterior cul de sac all were intertwined in light to dense adhesions. Procedure performed: lysis of adhesions, 50 minutes. Total abdominal hysterectomy, bilateral salpingo-oophorectomies. Cystoscopy. Ventral hernia repair by dr.(B)(6) surgeon: (B)(6) md. Cosurgeon: (B)(6) md for ventral hernia repair. Anesthesia: general endotracheal anesthesia via (B)(6). Estimated blood loss : for my portion of the case 200 ml. Foley catheter: 150 ml. Intravenous fluids: 2300 ml of lactated ringers. Specimens removed: cervix, uterus, bilateral tubes and ovaries. Complications: none. Condition of patient: good. Operative course: alter identification visually by wristband, the patient was taken back to toe operating room where she was placed under anesthesia by dr. (B)(6) in the dorsal supine position with allen stirrups. She was prepped and draped in the usual sterile fashion. We had marked patient's abdomen in holding for a low vertical incision. We used a 10 blade scalpel for a skin incision over our low vertical marked incision. We used boyle cauterization for subcuticular adipose bleeders as well as dissection down to the fascia. We tented the skin and fascia away from underlying structures as we extended the fascia superiorly and inferiorly for our operative portion of the case. Underlying peritoneum was seen. A window was entered bluntly with the operator's digit. We then swept inferiorly with the operator's digit as we extended the incision that direction we did the exact identical superiorly. We confirmed the ventral hernia left of the low vertical incision and had nursing staff make dr. (B)(6) aware of the need for him at the end of the case. We then proceeded with a bookwalter stand. We used moist lap sponges, placed the small ring in position and gently retracted the bowels, placing the adhesions on tension as well as holding back the thick morbid obese adipose tissue. She had approximately 5-6 inches of adipose pre-fascially. We used both blunt as well as sharp and bovie cauterization where applicable and where visibility was available in order to free up both the right ovary, the colon and small intestine from the right ovary. The posterior cul-de-sac was essentially obliterated above the level of the uterosacral/cardinal complex region. We also worked over to the left ovary which was much more densely adherent to the left ovarian fossa. The ability to see ureters was totally masked by her preperitoneal posterior adipose tissue. Decision at this time was made to perform cystoscopy at the end of the case. Once both ovaries and adnexa were free, decision was made to take both ovaries given that both ovaries appeared identical. They had multiple cystic structures, some areas that were suggestive of developing dermoid cysts. Once all normal anatomy. Once all normal anatomy had been restored, we then began the hysterectomy, grabbing the corneal regions bilaterally with rocher clamps, using pk energized gyros heaney on the round ligament on the right, transecting with scissors and then with the regular bowie on the extended teflon tip. We created the bladder flap down on midline, did the exact identical on the opposite site. We then brushed the bladder back with a moist sponge on a stick. We then bounced the energized heaney off of the lateral aspects of the uterus as we cauterized, transacted and marched our way down towards the cervix. Once we had attained the cervix, we placed right angle si clamps meeting in the midline, transected the specimen free with jorgenson scissors, although it should be noted that just prior to that in order to continue with excellent visibility and not do a supracervical we did truncate the cervical stump and pulled the uterus specimen free with bovie cauterization under direct visualization with good visibility. We then closed the cuff with 0 vicryl. 2 angle stitches, and then a figure of eight over the midline in standard fashion. We irrigated copiously throughout. We then reassessed extensively both the small and large intestines in the areas of dissection from the ovary and lateral sidewalls as well as the posterior aspect of the uterus prior to its removal. We checked the posterior cul-de-sac. It was obliterated below the level of the cardinal ligament complex. All mucosa and serosa of the small and large intestine were intact. There were 1 or 2 areas where epiploic surfaces were denuded but they were hemostatic. We briefly assessed for ureters now that the specimen was out and as predicted, we were unable to even close to visualizing them in the lateral tissues without extensive dissection. Decision was made to perform cystoscopy. As such, the patient was prepped with indigo carmine, appropriately lined prior to cystoscopy. After irrigating copiously and reassessing the bowel for a second time, we placed a surgical sheet over the cuff. We then unpacked the bowels, removed all the moist lap sponge. Our count was correct x2. We removed the ring and extended arm, leaving the bookwalter stand in place in case dr. (B)(6) required that for his portion of the case. At this time, we then draped moist lap sponges over the abdomen to cover it followed by a 3/4 sheet and then performed cystoscopy. We had an intact bladder and good bilateral ureteral jets with indigo carmine x3 jets. Visual bladder pathology was within, normal limits. We removed the cystoscopy, placed some premarin cream on the vaginal cuff and replaced the foley catheter that had been removed for cystoscopy. At that point, dr. (B)(6) arrived, scrubbed in. And assumed control of the case. I apprised him of my findings of a large, subdivided ventral hernia left of the incision and a secondary small one left of the incision as well. Also, on the right side there was a previous closure that appeared to be intact. Sutures were visible and easily palpable. He voiced understanding of those findings. Lap, sponge and needle count was correct x2 for my portion of the case. Control was then turned over to dr. Ghatnekar. Please see dr. Ghatnekar¿s dictation for his portion . (B)(6) 2008. (B)(6) hospital. (B)(6) md. Progress notes. Post procedure notes. Preoperative diagnosis: persistent complex ovarian mass. Declines future fertility. Ventral hernia. Dysmenorrhea. Postoperative diagnosis: same + adhesions- pelvic, small/ large intestines. Procedure performed: lysis of adhesions -50 minutes. Total abdominal hysterectomy/ bilateral salpingo-oophorectomy + cystoscopy. Surgeon/ assistants: haley. Anesthesia: general endotracheal dr. Bajard. Estimated blood loss: 200 ml. Drains: foley 150 ml. Ivf: 2300. Specimens removed: cervix/ uterus/ bso [bilateral salpingo-oophorectomy]. Complications: none. Condition of patient: good . Implant procedure (2): repair of ventral hernia with dual mesh plus. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/ 04562174] implant date: (B)(6) 2008 (hospitalization [admission/discharge dates not indicated]) ¿ (B)(6) 2008. (B)(6) md. Operative report. Preoperative diagnosis: ventral abdominal wall hernia. Postoperative diagnosis: ventral abdominal wall hernia. Procedure performed: repair of ventral hernia with dual mesh plus. Surgeon: (B)(6) anesthesia: general. Description of procedure: dr. (B)(6) already had performed his hysterectomy. Subsequently I started repair of the ventral incisional abdominal wall hernia. There were multiple loculations of the herniation in the subcutaneous tissue and in the prepertoneal tissue in the upper abdomen, at the level of the former umbilicus and above. There were adhesions of the small bowel to the anterior abdominal wall. Which were all lysed. Subsequently the decision was made to close the defect with dura mesh plus 1 mm patch. Two patches needed to be used in order to close the defect, one 11 x 19 and the other one 15 x 10. These patches were oriented appropriately with the smooth side toward the peritoneal contents and the rough side toward the abdominal parietes. Four sutures were taken initially at 3, 9, 12, and 5 o'clock using #0 gore-tex sutures. The defect had been marked and the suture sites that needed to be in place were premarked on the skin. The patches were inserted into the peritoneal cavity and the bowels had been held back with lap sheets. The patches were placed, oriented transversely, and subsequently secured at multiple sites with sutures through the peritoneum, as well as muscle. Sutures were taken at 12, 3, and 9 o'clock, then a protec applier was also used to secure the patch in the upper part of the abdomen beyond the multiple detects. Once we had the patch held in place, it was further secured with running gore-tex suture from 12 to 3 o'clock and 12 to 9 o'clock. Another patch then needed to he inserted at the lower end, this one secured with gore-tex sutures only to the lines alba in the center and laterally to the peritoneum and muscle. Where the 2 patches overlapped, they were closed, sutured with gore tex sutures. The lap sheets had been removed and the sponge court was correct. The overlapped segment of pater was further reinforced with a second suture. Thorough irrigation of the wound was done and the patch was well inside the peritoneal cavity. The fascia was then approximated with #1 double strength pds. Just prior to that complete closure. An on q catheter had been inserted under the fascial closure in the subfascial tissue. The subcutaneous tissue was approximated with 2-0 vicryl, the skin was approximated with 2-0 subcuticular vicryl and staples were used. A dressing was given, and also we applied an abdominal binder. The on-q catheter was secured. During my portion of the procedure the estimated blood loss was less than 25 ml to 30 ml. The patient overall tolerated the procedure well . (B)(6) 2008. (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref/ catalogue number 1dlmcp04. Lot/ batch code: 04562174. W.l. Gore & associates .

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016 , an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrence, mesh removal, bowel obstruction, bowel perforation. Additional event specific information was not provided.